Event description:
The initial medtronic interstim ii was implanted nine months ago. Intially, the results were good, but four months later, the device was non-functional and the patient's symptoms of interstial cystitis and urinary frequency returned. The device stopped working which allowed the patient's symptoms to return.